Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a perforation in the radial artery. A 2.8 x 26 mm and a 3.5 x 26 mm graftmaster covered stent were implanted; however, both failed to seal the perforation. Therefore, post-dilatation was performed with a 3.5 x 20 mm non-abbott balloon catheter as medical intervention to seal it. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The other additional vascular device referenced in b5 and d11 are being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the radial artery. A 2.8 x 26 mm and a 3.5 x 26 mm graftmaster covered stent were implanted; however, both failed to seal the perforation. Therefore, post-dilatation was performed with a 3.5 x 20 mm non-abbott balloon catheter as medical intervention to seal it. There was no adverse patient sequela reported. No additional information was provided.